Event description:
As reported by the field clinical specialist, during a tf tavr with a 26mm sapien 3 ultra valve in the aortic position, the stopcock was not attached correctly to the commander delivery system, and the volume was not fully delivered to the balloon at the time of original inflation. The valve embolized and had to be moved into the descending aorta. The first commander delivery system was removed and a second 26mm sapien 3 ultra valve and commander delivery system was prepped and used to complete the procedure successfully. The patient's status was reported as fine post procedure. Per report, the event was due to use error, as the stopcock was not correctly attached to the delivery system. There was no delivery system damage/failure (other than normal use) or any other edwards device. The devices were discarded by the facility.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "the stopcock was not attached correctly, and the volume was not fully delivered to the balloon at the time of original inflation." If the stopcock is not properly attached to the delivery system during thv inflation, it may lead to inflation volume leaking out of the system, resulting in the reported inflation difficulty and subsequent thv embolism. Available information suggests that procedural factors (stopcock not attached correctly) may have contributed to the complaint event. The information for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment is not required.